Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured. This occurred during the filling of an unknown chemotherapy drug. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from november 14, 2014 to november 15, 2014. The device was received and the evaluation was completed to investigate the reported issue. Visual inspection noted a ruptured bladder. Further microscopic inspection revealed a marking located on the exterior surface of the bladder, near the rupture line. Therefore, the reported condition was verified through evaluation. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.